Event description:
A model 754 ventilator shut down without an advisory alarm. An inspection revealed a defective battery pack. No pt was involved in this incident. The battery pack was replaced, tested to meet specifications and ventilator was returned to the customer.